Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. It was reported that when the articular surface was removed, the medial side of the locking mechanism looked crushed which would point towards incorrect surgical technique as the articular surface was probably not correctly seated upon insertion. However, without pictures or the return of the product no conclusions can be made. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 3.5 mm hex head screw 3.2 mm diameter 33 mm length, catalog#: 00590103533, lot#: 64607342. All poly patella cemented 32 mm diameter, catalog#: 42540000032, lot#: 64561103. Femur cemented cruciate retaining (cr) narrow right size 10, catalog#: 42502006802, lot#: 64388570. Tibia cemented 5 degree stemmed right size f, catalog#: 42532007502, lot#: 64462369. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision procedure approximately four months post-implantation due to snapping and popping noises. Upon inspection one half of poly locking mechanism, medial, was crushed while lateral portion looked normal and had been engaged. No further information is available.